Event description:
After completion of a load process, the insulin gauge on the customer's pump dropped to zero. There was no impact to the customer's blood glucose levels.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.